Event description:
It was reported that the patient's right ventricular (rv) pace/sense/defib lead tripped the lead integrity alert (lia), had caused three inappropriate shocks, was oversensing and had a pacing impedance of greater than 3000 ohms. A conductor fracture was suspected. It was also reported that the right atrial lead pace/sense lead had no capture and was damaged. Both leads were removed and returned. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient's right ventricular (rv) pace/sense/defib lead tripped the lead integrity alert (lia), had caused three inappropriate shocks, was oversensing and had a pacing impedance of greater than 3000 ohms. A conductor fracture was suspected. It was also reported that the right atrial lead pace/sense lead had no capture and was damaged. Both leads were removed and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) partial lead was returned in segments, analyzed, and the distal conductor was fractured. The distal conductor was cut and stretched. There was blood/body fluid on/in several conductors (not obstructed), on the outer tubing overlay, and on the helix mechanism (sleevehead). The outer tubing was breached cut. There was environmental stress cracks on the outer tubing overlay. There was a white substance on the exposed defibrillation coil and on the connector, on the outer insulation, and on the outer overlay tubing. The outer tubing overlay had a cosmetic depression. The helix was distorted/bent and there was tip seal observation. The analyst noted that it could not determine the anchoring sleeve fixation site. (B)(4) the proximal segment of the lead was returned and no anomalies were found. There was cosmetic depression on the insulation near the connector. There was a white substance on the outer insulation. The performance data from the device was analyzed. There were 10523 ventricular sensing integrity counts (sic) recorded between (B)(6) 2010, which is an average of 3309/day. The high impedance and high sic are consistent with lead integrity alert (lia) triggers. There were no episodes of ventricular non-sustained tachycardia shorter than 220ms recorded in this data.